Manufacturer narrative:
The customer has not returned the product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product has been requested for investigation. This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6). Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.2 inr. At almost the same time, a sample from the patient was tested in the laboratory using an unknown coagulometric method, resulting with a value of 2.9 inr. A sample from the patient was tested using the meter, resulting with a value of 4.7 inr. At almost the same time, a sample from the patient was tested in the laboratory using an unknown coagulometric method, resulting with a value of 3.32 inr. A new batch of test strips was sent to the customer. On 04-jan-2020, a sample from the patient was tested in the laboratory using an unknown coagulometric method, resulting with a value of 3.77 inr. Two and a half hours later, a sample from the patient was tested using the meter and a strip from the new test strip batch, resulting with a value of 5.2 inr. The customer stated that a sample from the patient was tested using a strip from the old batch of test strips, but an error was received due to insufficient sample. Only the laboratory results were used to make medication dosage decisions. The patient's therapeutic range is 2.5 - 3.5 inr.